Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled?? Suture sewing. How much blood was lost (ml)? Unknown. Not much. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during unk procedure, could not fire. Changed another one to continue the surgery, during the surgery, after fired, noted some staples malformed and oozing occurred. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.